Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's neurostimulator (ins) was replaced today for normal replacement. Impedances were tested intra-op and 8-15 lead was a little high but within normal range and other lead was lower. In post-op, 0-7 lead good great but 8-15, everything was over 10k. The rep stated they tested 1.5v and impedances were still high. The rep was not able to program on the 8-15 lead since there was no stimulation but they were able to program 0-7 lead a patient felt stimulation appropriately and stated it felt like it had prior to replacement. No further complications were reported/anticipated.